Event description:
It was reported to manufacturer that the hand held screen froze following a successful interrogation intraoperatively. No action was taken to resolve the frozen screen. As a result, a final system diagnostic test was not performed following implantation of the device to ensure proper device function. Additional education was provided to the surgeon regarding manufacturers recommendation to resolve the freezing screen event. The handheld and software will not be returned to manufacturer for analysis.